Event description:
The customer's mother reported the customer received an error message on their blood glucose meter, but the customer could not recall the message. It was also reported that while attempting to test for ketones, it was noticed that the ketone test strips were expired (lot # 70531, expiration date: 30-sep-2008), and the ketone test could not be complete. The customer reportedly experienced symptoms of nausea and fatigue, and they were taken to a doctor's office. The customer's mother reported the customer was diagnosed with hyperglycemia and treated with 4 units of insulin. On a customer service follow-up call, the customer's mother additionally reported the customer could successfully test for blood glucose prior to testing for ketones, but she could not remember the reading obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: the manufacture date for the reported meter is unknown.